Event description:
Clinical trail. Same case as MFR #6000093-2007-02342, 6000089-2007-01698. It was reported that post index procedure, the pt had angina and a subsequent target vessel revascularization (tvr). The pt presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 3.1mm, 16.4mm long, and 90% stenosed. The physician predilated the lesion with a 2.0x20mm maverick balloon. The physician then placed 3 overlapping taxus express2 stents: a 2.5x24mm, a 3.0x16mm, and a 3.0x28mm. Another manufacturers bare metal stent was also placed in the circumflex. The pt received plavix, aspirin, nitroglycerin, integrilin, atorvastatin, perindopril, and bisoprolol. The pt was discharged 10 days later on aspirin, plavix, bisoprolol, perindopril, atorvastatin, pantoprazole, espironolactona, and lorazepam. On day 270 post procedure, the pt had angina and a positive "test." The pt underwent angiography and 70% in-stent restenosis of the most proximal stent was found. Balloon angioplasty was performed and the event resolved. In the opinion of the physician, there is a definite device relationship.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.